Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1535101) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00143 was originally submitted on 05/11/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 05/13/2016.

Event description:
It was reported that following the deployment of the mynxgrip device, the patient experienced a retroperitoneal bleed. The device was being used with a 6f procedural sheath for arterial closure following an interventional peripheral procedure. As reported, the mynxgrip device was deployed correctly with no complications. There were no multiple stick punctures. There were no multiple sheath exchanges. It is unknown whether or not the stick location was high or low. An hour and half later, the patient felt dizzy, hypotensive and had a tender belly. No hematoma was observed at the site; however, it was suspected that there was a leakage around the closure. Manual pressure was held for 15 minutes to resolve the leakage. An ultrasound and CT scan revealed a small retroperitoneal bleed. The bleed was left to resolve on its own with no further intervention; however, the patient's hospitalization was prolonged. The day after the procedure, the patient's blood pressure normalized and the patient was sent home from the hospital. No further information is available.